Event description:
It was reported that the device started showing a blockage/full warning. Troubleshooting steps were provided to the patient but at the time she closed the end to the dressing, the device continued to display warning blockage full. Further instructions were given but the device still displayed blockage full. Patient expressed she was very nervous and her stomach was upset about worrying about everything. It was explained to the patient the device is potentially defective and will need to be replaced and to contact her physician tor further orders until she can receive the new device. Further information is not available.

Manufacturer narrative:
The device intended for use in treatment has not been returned for evaluation, therefore we are unable to establish a relationship between the reported event,¿if the device is returned in the future this complaint will be re-assessed, therefore, root cause undetermined. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. A review of manufacturing records for the reported lot/batch, found no non-conformance's or anomalies during production. The device/product met all specifications upon release into distribution complaint history for the reported events has been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.